Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 30 mg/dl at the time of the incident. Customer will be returned insulin pump for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with cracked battery tube threads.